Event description:
A caller reported a malfunction on a pump; there were no notable events leading up to the malfunction, and blood glucose levels were not adversely impacted. Technical support provided information on how to reset the pump and assisted the caller in completing the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump. The caller understood and acknowledged the instructions to call back if the issue reoccurred.